Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 04/10/2015.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/23/2015.

Event description:
According to the reporter: the device component was removed from the patient's cavity. There was no unanticipated tissue loss, no tissue damage, no bleeding, and no extension of or time. The patient is fine.

Event description:
Procedure: biopsy. According to the reporter: during the procedure, a piece of the trocar's sleeve was found in the patient's belly (at the level of the intestine). The device was removed from the patient's cavity. There was no harm to the patient.